Event description:
(B)(4). Initial report: this spontaneous non-serious case from (B)(6) was reported by a physician via company rep to our local affiliate (B)(4). Initial and additional information received on 22-jun-09 and 23-jun-09 respectively and were processed together. This case involves a (B)(6) female who was injected with poly-l-lactic acid (sculptra) on an unspecified date. The pt had no relevant medical history or concomitant medications were reported. On unspecified date (three weeks later), the pt experienced a nodule allocated at a supraorbital area over zygomatic arch of the left eyebrow. No details about the treatment were reported but the dilution was 6ml. According to the physician, no overcorrection were performed and massaging was given after injection. As corrective treatment, corticoid therapy (oral) wold be administered (not initiated at the time of reporting). Event outcome is ongoing. Reporter's casuality: probable. Additional information received 25-jun-09: a ptc (pharmaceutical technical complaint) has been issued. (B)(4).